Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot # 17111120m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool smarttouch uni-directional navigation catheter and experienced magnetic sensor error. Catheter replacement resolved the issue. The procedure was completed without patient consequence. This event was originally considered non-reportable, however, on (B)(6) 2015; failure analysis lab found on product returned that tip lumen has bump with metal exposed about 7mm from the transition with peek housing as well as some small scratches. Thus, further investigation was performed to clarify this condition and it was informed that these damages were not noticed before the usage on patient. Nevertheless, the damages were seen upon withdrawal of the catheter from patient without having difficulty to remove it. Furthermore, it was advised that a swarz sheath was used. This event is being reported because metal exposed can contribute to the potential of thrombus formation from exposure of internal parts of the catheter.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a thermocool® smarttouch® uni-directional navigation catheter and experienced magnetic sensor error. Catheter replacement resolved the issue. The procedure was completed without patient consequence. This event was originally considered non-reportable, however, on (B)(4) 2015; failure analysis lab found on product returned that tip lumen has bump with metal exposed about 7mm from the transition with peek housing as well as some small scratches. Thus, further investigation was performed to clarify this condition and it was informed that these damages were not noticed before the usage on patient. Nevertheless, the damages were seen upon withdrawal of the catheter from patient without having difficulty to remove it. Furthermore, it was advised that a swartz sheath (non bwi product) was used. This event is being reported because metal exposed can contribute to the potential of thrombus formation from exposure of internal parts of the catheter. The returned device was visually inspected upon receipt and it was found that peek housing and tip lumen transition was cracked with reddish brown material inside the area, also there was a bump at tip with metal exposed which during an x-ray analysis it was determined that it was the t-bar which slid down and crossed the catheter lumen. It is also likely that during this transition the t-bar applied stress to the section and contributed to the peek housing cracked which is further investigated under an internal corrective action. The device history record was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Per the magnetic signal issue reported catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system, however error 106 was displayed.the catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The customer complaint was confirmed. The root cause of the sensor failure could not be determinate. However a significant signal has been identified and it will further investigated under an internal investigation. An internal corrective action was created to address the t bar issue. An internal corrective action was created to address the peek housing issue on smart touch families.